Manufacturer narrative:
D9, date returned to mfg: 1/29/2026. A couple of photos were shared by the customer, where the item #ir-1s is observed to be primed, and a drop of water is observed coming from inside. No additional damage or anomalies are observed. One (1) used. List #ir-1s, surplug¿ micro clear was returned for evaluation. As received, a small tear is observed over the top seal, and no additional damage or anomalies were confirmed. No mating device was returned for evaluation. The returned sample was tested as per procedure, and a leak from inside the micro clabe was noted. The sample was disassembled, and a tear at the top and a side of the seal was noted. The complaint of leaks can be replicated. The probable cause is typical due to an incompatible mating device during use. The directions for use (dfu) state: the clave connector is compatible with luers with an internal diameter (ID) between 0.062" and 0.110". The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is available for return; however, it has not yet been received.

Event description:
The event occurred on an unspecified date and involved a surplug® micro clear that reportedly leaked an unspecified fluid/infusate. There was no report of any human harm.